Event description:
Can hardly bend her knees/ get up from chair [mobility decreased], developed sensitivity bilaterally to regular synvisc [adverse event], pain in both knees / no pain relief in either knee [arthralgia], swelling in both knees [joint swelling]. Case description: a spontaneous report was received on (B)(6) 2010 from a (B)(6) female patient with a history of osteoarthritis of the knees, initials (B)(6), who experienced pain and swelling in both the knees and was hardly able to bend her knees/ get up from chair, and developed an allergy (nos adverse event) to synvisc bilaterally after starting synvisc. The patient has previously received synvisc several times in the past 5-6 years lasting about 10 months each time. On (B)(6) 2010, an initial report was received from the patient wherein she reported that she had received two injections of synvisc in both knees on (B)(6) 2010 respectively. The patient stated that she experienced some pain and swelling in both knees following the first injection. Following the second injection, the pain and swelling in both knees worsened. The patient was hardly able to bend her knees or get up from a chair. The patient used ice and saw only a little improvement in pain and swelling. On (B)(6) 2010, additional information was received from the patient's hcp. The hcp confirmed the dates of the synvisc injections in the current series. The hcp also provided the lot number of synvisc used in the patient as "n1003." He also stated that the patient had received synvisc in 2006, 2007 and 2008; and synvisc-one in 2009. The hcp also provided the patient's medical history. The patient has a history of osteoarthritis of moderate to severe grade for about 4 years. The patient has had prior effusions and joint narrowing. The hcp confirmed the events and stated that the patient preferred not to continue the synvisc because she felt that she had developed a sensitivity to synvisc. According to the hcp, after the (B)(6) 2010 injection, the patient stated that she had less pain in the knees. But on (B)(6) 2010, she stated that her knees were feeling worse. On (B)(6) 2010, instead of receiving the third injection of synvisc, the patient was given bilateral injections of kenalog and xylocaine. In the opinion of the hcp, the event of no pain relief/pain in knees was probably related to the use of synvisc and was severe in intensity. Also, the outcome of all the events in the patient is "not yet recovered." The hcp stated that the patient's condition is chronic. For more information regarding other events in this patient, please refer to manufacturer control number (B)(4). On (B)(4) 2010, additional information was received in the form of qa results with a lot number. The production and quality control documentation for lot # n1003, with expiration date 12/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.